Manufacturer narrative:
The user facility shut off the water supply to the unit, contained the water leak, and removed the unit from service. A steris service technician arrived on-site, inspected the unit, and identified the water manifold assembly connecting the water inlet valve to the unit required adjustment, resulting in the water leak. The technician reseated the manifold assembly's rubber gasket; realigned the water inlet valve, tested the unit, and confirmed it to be operating according to specification. The unit was returned to service. No additional issues have been reported.

Event description:
The user facility reported their amsco 400 sterilizer was leaking water. No injury, procedure delay, or cancellation was reported.